Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged one day post implant. The ra lead was reprogrammed and then the lead was turned off. The ra lead will not be replaced in the future. No patient complications have been reported as a result of this event.